Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure alarm. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the drive manifold and completed the preventive maintenance according to service protocol. In addition, the fse performed the preventive maintenance (replacement of the security disk) at the same time as the corrective maintenance. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the drive manifold to resolve the issue. Fse completed the preventive maintenance according to service protocol. In addition, the fse performed the preventive maintenance (replacement of the security disk) at the same time as the corrective maintenance. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.